Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT showed that there was a type ib on the left side. The hypogastric artery was coiled and the limb was extended. The endoleak was successfully resolved. The physician stated the cause of the event was related to the stent graft being undersized. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.